Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. The first two photos show the shelf carton of batch 0171276 and the third photo shows the top web of batch 0171276. As no sample or photo of the defect provided to bd for evaluation, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: "actually they work with products made in 2019. Products made in 2020 cannot be used because the cannulas leaking the time in use, and in this case an employee has to escort the whole using time of the cannula.". "They got a verbal information that the batches from 2020 were produced with another sterilization method, and since then they have leaking cannulas. This topic seems to be discussed for a long time inside the universitätsklinikum."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: "actually they work with products made in 2019. Products made in 2020 cannot be used because the cannulas leaking the time in use, and in this case an employee has to escort the whole using time of the cannula." "They got a verbal information that the batches from 2020 were produced with another sterilization method, and since then they have leaking cannulas. This topic seems to be discussed for a long time inside the (B)(6)."